Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found the mix bar was bent. The fse replaced the mix bar and the buffer syringe to resolve the issue. Fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for sodium (na), chloride (cl) and carbon dioxide (co2) due to negative anion gap values on their au680 clinical chemistry analyzer. The customer repeated the patient sample on another au analyzer with results considered correct. The customer did not release initial results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two patients.